Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on september 12, 2011. Evaluation of the device observed that every device displayed positions where pins were no longer attached to the mounted drive shaft. The current cause of the broken pins on the mounted drive shaft of the oscillating saw is currently undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the universal oscillating saw attachment equipments stopped working during the surgery. There was no patient harm or delay reported.